Event description:
Litigation papers allege in the years following surgery, patient suffered from discomfort and pain in her hips, groin, and legs. It is further alleged it became increasingly painful for her to walk, to move her legs, and to rise from a seated position. Bilateral patient. Patient is a resident of (B)(6). Update: (B)(6) 2011 - sales rep has reported the revision surgery. Patient was revised due to painful hip (left).

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.